Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision operation notes indicate that patient had tibial polyethylene insert exchange due to ligamentous laxity. The report also states that tibial baseplate was clearly well adhered to the bone despite preoperative MRI scan which showed some resorption of bone beneath the plate medially and laterally.

Manufacturer narrative:
(B)(6). Concomitant medical device - palacos rg 1x40 single bone cement, item #: 00111314001, lot #: 78284383 - quantity: 2; persona ps cemented narrow femoral left size 6 - item #: 42500006001, lot #: 62467002; persona cemented all poly patella 32 mm diameter, item #: 42540000032, lot #: 62446572; persona tm two-pegged porous fixed bearing tibial left size d, item #: 42530006701, lot #: 62452076. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a knee arthroplasty, the patient underwent an articular surface revision due to ligamentous laxity. No additional patient consequences were reported.